Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also were involved plc201400/15240481, rlt261418/14667172, plc231400/14970234 and plc231000/15603633. (B)(4). Further information was requested but not available. Images are not available for analysis, however, inadequate patient anatomy may have caused or contributed to the event. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy: minimal thrombus, calcium and / or tortuosity. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state that correct pre-treatment planning includes determining the accurate size of the patient¿s anatomy and the proper size of the endoprostheses. Also, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: genetic connective tissue disease (e.g., marfans or ehlers-danlos syndromes). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to bleeding, aneurysm rupture, stroke and death.

Event description:
On (B)(6) 2017, the patient was emergently presented to the hospital for a 12cm left common iliac artery aneurysm and was treated by gore® excluder® aaa endoprostheses. Reportedly, during the procedure, a left internal iliac artery was intentionally embolized by coil. Contralateral leg components were implanted on the left side: plc161000 was implanted the first and plc201400 device inserted with approx. 4 cm overlap. The procedure was completed without any complications. Later, on (B)(6) 2017, the patient was rushed back to or. It was reported that devices (plc161000 and plc201400) had come apart into the aneurysm sac and it ruptured. Reportedly, devices were not significant oversized. According to the physician, the patient¿s anatomy was extremely tortuous. Additionally, the patient had a connective tissue disorder. Emergency aortouniiliac procedure (aui) was completed on the patient¿s right side. The patient had lost a lot of blood and expired the next day possibly due to stroke.